Event description:
It was reported by the spouse that approximately six weeks after the bone fracture repair was made, the patient did not have any pain but now has immobility and instability. Patient can not walk without assistance.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability involving a dall miles plate was reported. The event was not confirmed. The devices remain implanted and were not returned for evaluation. Medical review indicates that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The investigation concluded that the root cause of this instability could not be determined based on the information provided. No further investigation for this event is possible at this time.

Event description:
It was reported by the spouse that approximately six weeks after the bone fracture repair was made, the patient did not have any pain but now has immobility and instability. Patient can not walk without assistance.